Event description:
It was reported that one month after the patient had the device permanently implanted the physician discovered a large abscess on her spine at the lead implant site. The patient also experienced increased pain. The patient was placed on antibiotics. However, a few weeks later the leads extruded from her spine. The patient underwent a spinal cord stimulator (scs) device explant procedure.

Manufacturer narrative:
Correction to the initial and follow up 1 MDR in blocks b5, e1, e2, e3, g2 and h6. D2b: additional pro code: qrb.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20227308, additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 20241244.

Event description:
It was reported that patient had a large abscess on the spine. The patient underwent a spinal cord stimulator (scs) device explant procedure.

Manufacturer narrative:
This report is being submitted to correct the patient codes in h6 in section h, device manufacturers only.

Event description:
It was reported that patient had a large abscess on the spine. The patient underwent a spinal cord stimulator (scs) device explant procedure.